Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element, mr, ous 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage on the mid-section stent struts, which were lifted. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.